Event description:
It was reported that the patient had superficial infection at the driveline site. Culture was positive for candida parapsilosis and positive gram bacillus. Infectious disease (ID) was consulted, and white blood cell (wbc) positron emission tomography (pet) scan was completed. The antibiotic was reassessed and the patient remained on antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.